Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system refrigerator storage space was failed. A technical support specialist connected to station. No failed icons found. Customer confirmed refrigerator working. Closed case with customer confirmation. The system functioned as intended after the technical support specialist inspected the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator was failed and unable to recover storage space. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.